Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an in.pact admiral paclitaxel-eluting pta balloon to treat a 120mm calcified sfa lesion (90% stenosis). The vessel was not tortuous. The approach used was femoral. The device was prepped as per the IFU with no issues identified. The vessel was pre-dilated using a non-medtronic balloon catheter. Poba was performed to predilate the lesion (260atm*10 seconds*3 times). Residual stenosis of 40% or less was reported following pre-dilation. While ivus (intravascular ultrasound) was performed after pre-dilation, there was a problem with the way that the calcification was cracked. The in.pact admiral balloon was then advanced crossing the lesion with no difficulty. There was no unusual resistance noted when the protective sheath was removed and there was no resistance with ancillary device during delivery. Negative pressure was applied to the device. It was reported that the in.pact admiral was inflated and the balloon ruptured at 6-7 atm. There was no difficulty removing the device. The procedure was completed using another in.pact admiral 4.0mm/150mm with shaft length: 130cm was used. It was confirmed that there were no ruptured fragments remaining in the body. No patient injury was reported.